Event description:
Surgeon inserted the 130 degrees ti cann troch. Nail and then attempted to insert the 11.0mm ti helical blade. The blade would not advance through the nail, surgeon then tried backing out the blade and it would not back out. Surgeon tried using the slap hammer to remove the blade. Surgeon then decided to remove the helical blade and the nail together compromising the lateral wall of the proximal femur. Pt was revised to a long proximal femur plate with screws and the procedure was completed. The procedure was extended to a total of four (4) hours. Upon examination of the device, the locking mechanism was down and deployed, the tines were damaged. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device is used for treatment, not diagnosis.

Manufacturer narrative:
A product development event evaluation was conducted. The 456.301s 11.0mm ti helical blade 80mm-sterile is incarcerated in nail, protruding 25mm from lateral side, rotated 90 with flat in superior position, heavy scuff marks on shaft and outside diameter of helical flutes. 456.637s 14mm/130 deg ti cann troch fixation nail 360mm/left-ster. Prong of nail is protruding from the superior medial side of the oblique hole and incarcerated between shaft of blade and oblique hole in nail; lock drive and proximal portion of lock prong is missing; proximal outside diameter of nail exhibits scuff marks as if grabbed with pliers. Based on examination of the returned devices, the locking mechanism in the nail was in the locked position when attempting to insert the helical blade and the locking prong was grossly deformed and broken from the prong body as a result. The helical blade exhibits wear marks on the shaft of the device which indicates there was excessive interference in trying to insert the blade through the oblique hole in the nail. A CAPA has been completed to address the issue by incorporation of a redesigned shipping cap. The lot number of the respective nail indicates that it was manufactured prior to the implementation of the new shipping cap. The risk assessment file was reviewed and does address this issue adequately.

Manufacturer narrative:
Device used for treatment and not diagnosis. Dimensional inspection cannot be performed due to damage to part. Part is jammed into nail, the prong from the lock is visible sticking out between the blade and the nail indicating that the lock was in the advanced position before the blade was inserted. The blade is also rotated 90 degrees from the proper orientation. Due to the damage of the part, accurate measurements could not be obtained.